Manufacturer narrative:
The unit was unable to prime during the prime test due to a faulty force sensor resistor. The unit passed the rewind, basic occlusion, and displacement test. No motor error alarm was found. The motor passed the motor test. The unit was could not verify a no delivery alarm due to a prime anomaly. The unit had a minor scratched display window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called in to report a no delivery alarm and a motor error alarm. The customer also reported that the display window was scratched and was difficult to read. The customer's blood glucose level was 142 mg/dl. The customer reported that the no delivery alarm was resolved by a complete set change. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed to that the device would be replaced, and was informed to return the device for analysis.